Event description:
It was reported that the unit is overshooting the pt's temperature. There was pt involvement however, no adverse consequences were reported.

Manufacturer narrative:
The device has not been returned for investigation. A f/u report will be submitted when and if the suspect devices are returned for investigation. At this time no conclusion can be drawn regarding the alleged event. In-servicing regarding device usage, function and performance has been provided to the user facility.